Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed after a battery change for a reset error. The issue persisted after a battery cap and battery change. No blood glucose reading was given. The customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
The pump passed the self test and error alarm tests. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.